Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would not release from tissue and cut after sealing during an lavh. The surgeon used a grasper to remove the device from the tissue. There was no tissue damage or patient injury. A new device was used to complete the procedure.